Event description:
A report was received that the patient had a stitch that was not infected, but was causing irritation to the pocket incision area. The patient was treated by antibiotics and is reportedly doing well.

Manufacturer narrative:
This is the final report.